Event description:
The customer reported a system error (se) 2240 (air in line) alarm, which occurred on the homechoice (hc) during dwell 4 of 5. Proper procedures were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The condition could not be confirmed, as the sample was not returned. Therefore the cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional relevant information becomes available.